Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 1000 mg/dl. Reportedly, an ambulance was called and the customer was taken to the emergency room. Subsequently, the customer was hospitalized and treated with an intravenous insulin drip. Reportedly, treatment resolved the reported issue, and there was no permanent damage to the customer. Customer did not recall additional details regarding the reported issue.